Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer treated through insulin pump. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 600 mg/dl. Customer declined troubleshooting. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).